Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a temporary 6495f pacing lead was placed intraoperatively and the electrodes were tested and validated. The same electrodes were tested again upon the patient¿s arrival to the intensive care unit and ceased to function after one hour, with loss of pacing function. It was further reported that additional stimulation electrodes were placed in the intensive care unit, which constituted an additional invasive procedure and was reported as an impact to the patient. The defective probe was set aside for shipment to the manufacturer for analysis, and an urgent order was placed for probes from a different batch.